Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Customer loaded a new cartridge successfully and resumed insulin delivery. Additionally, the customer experienced blood glucose (bg) around 600 mg/dl which was addressed with an injection. Cause for bg was unknown. Tandem technical support performed a pump system check and found the pump to be functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.